Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-09501. Related manufacturer report 1627487-2019-09505. Related manufacturer report 1627487-2019-09506. Related manufacturer report 1627487-2019-09507. It was reported that high impedance issue was observed on the lead. The device system was explanted as a result to resolve the issue. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device system was explanted and there were no complications during the procedure. Patient was stable.